Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No known intervention has been performed at this time. The patient was stable.